Event description:
It was reported that it was discovered during a revision surgery, the screws were found broken.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that it was discovered during a revision surgery, the screws were found broken. Update: it was confirmed that only one screw was broken.

Manufacturer narrative:
The reported event could be confirmed, because of the postoperative scan provided. Additional information was requested from the sales representative and he stated the screw fractured during the removal surgery of the mandible tmj component. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issues.